Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit was pre-fired and engaged in interlock. The loading unit was loaded into a pmv instrument for functional testing and produced acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, in order to prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, occurred during a transanal rectal tumor resection procedure, after clamping the tissue of rectum, the staples were stuck when firing. The surgeon was able to press the safety and squeezed the handle but was not able to grip it that the device did not fire. They change a new reload to continue the procedure. There was no patient injury.